Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device will not be returned.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2015. Patient presented with an occlusion of the aorta located between the bifurcated device and the renal artery. Physician elected to explant the devices and completed an aortic femoral bypass. The patient is in stable condition.

Manufacturer narrative:
The clinical evaluation showed no evidence of the reported event. However, the patient did have stenosis. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices were not returned for evaluation. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors include: off-label, absence of an abdominal aortic aneurysm, pan aorto-iliac stenosis with focal blood lumen diameter of 8mm (off label conditions) most likely contributed to this event. Patient factors such as concomitant treatment for renal ca, current tobacco use, and preexisting pvd/pad disease, the left fem-pop vein bypass 7 months post implant (1 month prior to the aorto-bi-femoral bypass) most likely contributed to this occlusive event. These types of events will be monitored and trended as part of the quality system.